Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer was unable to reset the pump initially due to the lack of charging supplies, so technical support provided pump reset information and assisted with resetting the pump. Technical support planned to follow up for additional information and pump serial number. Cts attempted several times to follow up with cx and pt phone but unsuccessful.